Manufacturer narrative:
One cadd legacy pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition, however lcd bleeding was noted. Upon starting the device, it began double beeping and the downstream sensor was replaced. It was also noted that the bleeding lcd was replaced. The customer's complaint was confirmed, and the downstream sensor was determined to be the root cause.

Event description:
Information was received that smiths medical cadd legacy had alarmed while the cassette was attached. It was also reported that the lcd had bleeding. No patient injury resulted.